Event description:
The patient reported "heart skipping beats and doing weird things especially when lying down". It was also reported that, upon follow-up, the patient was put on a heart monitor, and it showed irregular heart beats. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.